Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8590-1, lot# n086464, implanted: (B)(6) 2007, product type: accessory; product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the pump was at end of battery life. It was noted there was no free flow of cerebrospinal fluid (csf) and inability to aspirate fluid on (B)(6) 2013. It was noted an isotope pump study was performed on (B)(6) 2013. The event was related to the device or therapy and not the implant procedure. The pump logs were examined on (B)(6) 2013 and showed the estimated elective replacement indicator (eri) was two months. It was also reported the pump was ¿beeping.¿ it was also reported the severity was considered mild and the patient¿s outcome was resolved without sequelae. The pump was being used to deliver morphine and bupivacaine. Additional information received reported the patient experienced narcotic withdrawal and pump end of battery life. It was noted the patient went beyond the eri date of his pump and the patient went on vacation and did not follow up. It was further reported the eri date had been extended and saline was placed into the pump because the patient was functioning well without intrathecal narcotics. The patient recovered without sequelae on (B)(6) 2013. The severity was moderate and signs and symptoms included nausea, vomiting, and diarrhea. It was noted the diagnostic results of the pump study showed no drug delivery to the subarachnoid space, therapy was suspended, and saline was placed in the pump on (B)(6) 2013. It was also reported oral narcotics were given. Additional information received reported the patient was receiving his narcotic through subcutaneous tissue so he did not experience withdrawal symptoms. It was noted interventions included a sideport tap on (B)(6) 2013. Additional information received reported the patient experienced narcotic withdrawal and the patient was being managed on oral pain medications by his primary care provider (pcp) as he had other medical conditions and intrathecal narcotic delivery should not be re-instituted until medically stable. It was noted interventions included therapy suspension and saline in the pump on (B)(6) 2013. The device was interrogated and the pump passed the eri date. The etiology of the event was new illness or condition and the event was related to the device or therapy. The pump logs were examined on (B)(6) 2013 and showed that low reservoir occurred on (B)(6) 2013 and empty reservoir occurred on (B)(6) 2013. Eri had also occurred on (B)(6) 2013 and the patient was scheduled to have the pump replaced by (B)(6) 2014. It was further reported signs and symptoms of the event included nausea, vomiting, and diarrhea. The severity of the event was considered moderate. The outcome was resolved without sequelae on (B)(6) 2014.